Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found two full breach degradation to the outer insulation adjacent to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.